Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement and loss of capture with no asystole. A chest x-ray showed that the rv lead was not in position and subsequent interrogation showed that the lead was capturing but at a higher threshold. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement and loss of capture with no asystole. A chest x-ray showed that the rv lead was not in position and subsequent interrogation showed that the lead was capturing but at a higher threshold. Additional information indicated that the lead was surgically abandoned and a new rv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.